Event description:
The customer reported that they are getting a pt disconnect while in use on a pt. No pt harm or injury reported. It is unk if the pt was removed from the ventilator. The customer reported to have not duplicated the alleged event. Covidien troubleshot this issue with the customer over the phone.